Manufacturer narrative:
(B)(4). If a device becomes available an follow up will be sent.

Event description:
Loose maude report (B)(4) was received (B)(4) 2014 via the postal service. The reported stated that "snake retractor was placed intra-abdominal during laparoscopic nissen procedure. As surgeon cranked up instrument, retractor became loose and malfunctioned. X-ray completed to confirmed no foreign body in patient".